Manufacturer narrative:
The customer obtained a negative result for one patient when testing was performed using architect sars-cov-2 igg reagent lot 16311fn00. Per the complaint text, the patient had symptoms in (B)(6) 2020 which included respiratory problems. Pcr testing was performed in (B)(6) 2020, but the exact dates of the pcr testing are unknown. The patient's pcr tests results were; initially negative, three days later positive, positive again 4 to 5 days after the first positive result, then two negative results were obtained. The patient is not immunocompromised. The patient received antiviral drugs, convalescent plasma and steroids. The patient was tested for sars-cov-2 igg on the (B)(6) 2020, sid (B)(6), with a negative result of 0.41 index obtained. The complaint investigation for false negative results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return patient samples were requested, however the samples could not be shipped due to country restrictions. Device history record review associated with reagent lot 16311fn00 did not identify any issues associated with the customer observation. In-house sensitivity and specificity testing for reagent lot 16311fn00 was completed. All specifications were met indicating the lot is performing acceptably. The review of complaints for the lot number and trend data for the product have been reviewed and no trends have been identified. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 16311fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing for reagent lot 16311fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot. Two architect instruments were calibrated with the complaint lot and controls were ran. For specificity testing, twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. For sensitivity testing, twenty replicates of the positive control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at greater or equal to 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at greater or equal to 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). Based on the investigation, no systemic issue or deficiency of the architect sars-cov2-igg for lot 16311fn00 was identified.

Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2020-00054 under the same suspect medical device but an incorrect manufacturer name, city and state. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20. Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false negative architect sars-cov-2 igg result for a (B)(6) year old female patient. The patient tested positive using the pcr method in (B)(6). On (B)(6) 2020 sample ID (B)(6) on the architect generated a negative result of 0.41. No impact to patient management was reported.